Manufacturer narrative:
(B)(4). Cartridge pan. The analysis results found that one tr45w reload was returned instead of ats45. The reload was received fully fired and with the pan dislodged. No conclusion could be reached as to what may have caused the pan to dislodge. Event could not be confirmed as no device was received for analysis. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; (B)(4).

Event description:
It was reported that during an unknown procedure, the device was fired and a staple had lodged in the device and was unable to be washed out. The staple and cut line were fine. Another device was used to complete the procedure. There was no adverse consequence to the patient.